Event description:
It was reported that the patient had an alleged pressure ulcer. There was patient involvement; however, no clinically relevant delay in treatment was reported.

Event description:
It was reported that the patient had an alleged pressure ulcer. There was patient involvement; however, no clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted noting an evaluation was not performed on the overlay as it was disposed of by the customer. However, no malfunction was alleged.it was reported that the patient involved expired at a later date; however, this was reported to be due to the patient¿s pre-existing conditions and was not contributed to the overlay or the pressure ulcer that had developed. Customer disposed of product prior to evaluation.